Event description:
The following information was obtained via voluntary MDR report #: mw5110847. Provider reports he too the fielder xt wire out and try to get navigate the run-through wire into the mid rca. The wire kept buckling under the stent and tip got under the stent and had broken off. Additional information was provided as follows: target was chronic lesions. It was an unsuccessful recanalization of the rca and ultimately a dissection of the rca. There was no attempt to retrieve the separated piece. Patient experienced a cardiac arrest, resuscitation was successful, and patient was transferred to a higher level of care.

Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. Device evaluation could not be performed because the affected device was discarded by the user facility. Lot history records review could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. Based on the provided information and referring to known similar events, it was presumed that stress generated with wire removal had likely contributed to the reported detachment of the subject guide wire. The applied stress would localize and therefore exceed the product design limit when the tip was being caught and restricted its movement by the stent. It was concluded that this event was not attributed to product quality. Causation of dissection was unable to determine based on the provided information; therefore, possibility was unable to rule out that this guide wire might have caused or contributed it. No CAPA will be taken. Instructions for use (IFU) states: [warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. ~ do not perform stent placement using more than one guide wire or wire operation through stent strut. Otherwise, the stent may be damaged or the guide wire may break or break apart. [Malfunction and adverse effects] ~ separation of the guide wire.